Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump double beeped "no cassette." Lens damage was noted during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: unknown. E4: initial reporter also sent report to FDA?: unknown. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample was missing the top rear label. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. Fluid ingression was identified on the downstream occlusion sensor and the lens was found to be damaged. The root cause is unknown. The sensor and lens were replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.